Manufacturer narrative:
Received one (1) used list# unknown, bifuse clave; lot# unknown. One (1) used list# unknown, micro clave; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The sample leaked at the bifuse location. The probable cause of the leak is from an incomplete insertion of the tubing in manufacturing.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: no di available due to no list or lot number provided.

Event description:
The event occurred on an unspecified date and involved an unspecified bifuse clave. The reporter stated that the device had leaking at a microclave. There was unknown patient involvement and unknown adverse event.